Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels, small traces of diabetic ketoacidosis,vomiting and dehydration. Customer's blood glucose level at the time of admission 187mg/dl. Customer was treated with saline drip. It was reported having high blood glucose levels previously in the high 300mg/dl range. It was also reported that the customer was having issue with their sensor.